Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading was 598 mg/dl. Customer stated that when she got out of the shower she reconnected her infusion set quick release. Customer stated that she was in the store and noticed that her infusion set was no longer connected which caused the high blood glucose. Nothing further was reported.